Event description:
Related manufacturer reference number: 3006705815-2023-06843. It was reported the patient underwent surgical intervention on (B)(6) 2023 during which the entire system was explanted due to ineffective stimulation.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead b found no physical anomalies, and the lead passed output resistance and inter-channel continuity testing.